Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 3.3, lab: 10.0; date: next day, inratio: 2.7, md poc: 2.8 (minutes between tests). Unknown time difference. Therapeutic range: unknown. Pt pricked multiple fingers in order to get enough sample to fill the capillary tube, "milked the finger" after finger stick and added multiple drops of blood to the sample well.

Manufacturer narrative:
Technical support identified several customer technique issues which included: milking the finger after the finger stick was performed, unable to obtain sufficient blood sample, adding multiple drops of blood to the sample well, and pricking multiple fingers to fill up the capillary tube. Squeezing the finger stick site excessively (milking) after the finger stick was performed may have released interstitial fluids into the blood sample. Be advised that the customer is to apply the first single hanging drop of blood onto the sample well during sample application. The drop of blood must be a minimum of 15 micro liters to completely travel down the strip channels and initiate testing. Once blood is added to the sample well, it will travel down the strip channels and will initiate testing. Adding multiple drops of blood will disrupt the initial testing reaction and may contribute to unexpected inr results or testing errors. Lastly, the customer performed multiple finger sticks in order to obtain sufficient blood sample to fill the capillary tube. This may have filled the capillary tube with blood that has already initiated clotting. The customer's improper technique may have contributed to the observed inr results. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: unknown, inratio: 3.3, reference: 10.0, mean: 6.65. Date: unknown, inratio: 2.7, reference: 2.8, mean: 2.75; confidence limits: 1.7-3.8. Product support was unable to calculate the confidence limits of the inratio meter and comparative system inr results for lina a. Since the mean is >5.0 and the difference is greater than 2.2, the results are considered discrepant within the context of documented variability for inr testing. For line b, the mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot #304242 on (B)(4) 2013. Results as follows: donor: (B)(6), inratio: 2.9, inratio: 3.0, inratio: 2.9, reference: 2.68, bias threshold: 1.68 - 3.68, %cv: 1.97. Donor: (B)(6), inratio: 2.9, inratio: 3.0, inratio: 2.9, reference: 2.92, bias threshold: 1.92 - 3.92, %cv: 1.97. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that one of the two test result comparisons did not meet accuracy criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.